Event description:
A coronary stent with delivery sys was successfully advanced to the target lesion site located in the pt's tortuous and calcified left anterior descending artery. Upon attempted balloon catheter inflation, it was reported that the balloon ruptured at 4 atmospheres of pressure. In response, another balloon catheter was utilized to completely expand and successfully deploy the stent. There were no add'l complications reported relative to this event.